Manufacturer narrative:
Additional information: section d-10: device available for evaluation: yes. Section d-10: returned to manufacturer on: 10/23/2019. Section h-3: device evaluated by manufacturer: yes. Section h-3: device returned to manufacturer: yes. Device evaluation: the product was received in pieces that were stuck on the outside of the lens case. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after inserting zxt150 17.5 diopter intraocular lens (iol) into patient¿s ocular dexter (right eye) the doctor noticed the capsule was torn. The zxt150 lens was removed and replaced with a non-johnson & johnson surgical vision anterior lens. It was reported there was no patient injury however incision enlargement and suture(s) were required. Patient status was reported as doing fine. No additional information was provided to johnson & johnson surgical vision.